Event description:
Alleged the brake would not hold on this bed.

Manufacturer narrative:
The hill-rom field investigation indicated the brake would not hold on the bed. The hill-rom technician found the brake caster out of adjustment. The hill-rom technician adjusted the caster to rerepair the bed. The affinity service manual (man013re) documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary.